Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger telemetry module (rtm) failure, the no device found message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that over the last couple weeks when they would recharge the ins, the controller would keep displaying system problem rm04 and software problem (1-intellis, 2-3.0, 3-243, 4-qf_port) error messages. Pt stated that they would reset the controller and then the equipment seemed to work, however the errors were happening every day since they recharge their ins every day. Pss asked the pt if the rtm was getting hot while recharge the ins; pt stated yes, sometimes the paddle would get warm. Pt confirmed that there was no apparent damage to the equipment. An email was sent to the repair department to replace the rtm. Additional information was received on 2022-01-12. Patient called stated they received the recharger (rtm) yesterday and still getting software problem when using the new rtm to charge. Patient stated she reset the controller and clear the message. Ps asked patient to inspect the port on the controller and patient said the plastic on the port is moving around and feel peculiar when the rtm is plug into the controlle r. Patient stated the rtm seem refurbished and not new. Ps reviewed rtm are usually brand new that patients received. Ps called patient back and confirmed rtm was in blue box and black box but was not in a seal bag. Additional information was received on 2022-jan-25. It was reported that the pt received a new controller but it was still not working properly. When pt went to charge their implant with new controller the screen went blank and then the second time it went white then went blank. When pt attempted to charge their implant they get battery low replace the controller battery. Also when trying to charge the implant a lot of the time the screen would get stuck on checking the recharger screen. During call pt attempted to charge ins and got battery low replace the controller battery soon and then they got stuck on checking the recharger. An email was sent to repair to replace the rtm. No symptoms were reported. Additional information was received on 2022-jan-26. It was reported that the pt was getting a message during recharge of the ins that the controller battery needs to be replaced.